Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high rate non-sustained episodes and an increased sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.